Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a cardiovascular surgeon in practice 15 years, who has used the device 400 times in total, of which 100 of those times were in the last 12 months. During use of the sentrant, the following complication was encountered; blood loss/bleeding (1) the bleeding event occurred within the last 12 months and the physician assessed the event as not related to the device itself. The physician had the opinion that the sentrant performed as expected. No further information has or will be provided.